Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead impedance was high. It had been trending upwards. It was discussed that the lead impedance was high because of patient physiology. No intervention was performed. Patient was in hospice for end stage heart failure.